Event description:
During an IV insertion attempt, the vein rolled while trying to thread catheter. This caused the catheter to tear against the end of the needle. Nurse was able to remove all of the catheter without breaking off.what was the original intended procedure?i.v. Catheter insertion.